Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to pacing not being delivered when required. No additional adverse patient effects were reported.

Event description:
Additional information was received clarifying that the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited loss of capture (loc). The lead was surgically abandoned. No additional adverse patient effects were reported.